Manufacturer narrative:
(B)(4). Final analysis found that the insulation was degraded at 4.5cm from the connector pin. An insulation abrasion was found at 17.0cm to 17.1cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that noise had been observed on the right ventricular lead. No patient symptoms were reported. The lead was successfully explanted and replaced. During the procedure, an insulation anomaly was observed on the lead.